Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2016 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine biopsy procedure, there was an unexpected software exit when in the navigate task. Cranial software was re-launched and the surgeon opted to continue the procedure. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.